Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was delayed in responding to touch. During troubleshooting with tandem technical support, the pump was operating as expected. Additionally, the pump touch screen timed out faster than expected. Customer's blood glucose was 162 mg/dl. Reportedly, the customer did not have backup insulin therapy and declined follow-up to ensure backup therapy was obtained.